Event description:
Healthcare professional reported, left-side rupture, capsular contracture baker grade unknown, and diagnosed via ultrasound, silicone migration, lymphadenopathy, and cyst. The device remains implanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy, silicone migration, cyst, and rupture.

Event description:
Healthcare professional reported left side axillary adenopathies with evidence of silicone infiltrate and pain in the breast radiating to the armpit, hardening, and capsular contracture, baker grade iii. Additionally, healthcare professional reported via ultrasound "axillary nodes with increased dimensions," "more evident rupture data on the left side," "simple cyst," and "siliconomas". Device has been explanted.